Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 19 january 2017. The representative reported that the standalone 400vdc power supply was faulty. The representative reported that they replaced the power supply to resolve the reported issue on 19 january 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect standalone 400vdc power supply has not been received by the manufacturer for analysis.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, the imaging system displayed "system initializing please wait." No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect standalone relay was returned to the manufacturer for analysis. Testing found that a short was occurring between two pins on the board, confirming an electrical issue.